Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of the system infection with sepsis. Reportedly, the patient had sepsis on the artificial knee joints then took over the implantable leads and the patient was recently hospitalized due to another health diagnosis. All available information indicated that the ra lead remains in service. There were no additional adverse patient effects reported.